Manufacturer narrative:
Based on the claim against the product by the customer noting movement issues with the needle driver, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the needle driver did not function correctly. The scrub technician stated that the arm did not function correctly. There was an non-intuitive movement and grip with the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the issue occurred with the surgeon console¿s high resolution stereo viewer. The surgeon was attempting to manipulate instruments from the surgeon console. There was no instrument collision or arm interference. A peel packed instrument was used to resolve the issue. No drape information was recorded. No unusual damage was found.